Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an episode of false asystole recorded on the electrogram consistent with temporary electrode disconnect. The device is still in use. No patient complications have been reported as a result of this event.